Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred with multiple cartridges. In addition, it was reported that multiple occlusion alarms occurred. Customer was unable to clear the alarm and reverted to an alternate pump for insulin therapy. Customer's blood glucose was high mg/dl. Reportedly, the customer administered a manual injection to address bg level.